Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped, and subsequently cartridge alarm 20 occurred during basal delivery. Additionally, multiple cartridge alarms (alarm 30) occurred during the load process. Blood glucose was 217mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.